Event description:
It was reported that following the implant on the day of the procedure, high threshold was noted. It was determined that there was a microdislodgement of the rv (right ventricular) lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 lead implanted: (B)(6) 2014. (B)(4).